Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Device remains implanted.

Event description:
Patient reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening device assessed as fold flaw opening. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.